Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery cap would not stay secured for the last 2 weeks and that the pump had shut down the last few nights in the middle of the night and the patient allegedly experienced high bgs with no symptoms reported. Reportedly, there was a small crack on the battery compartment where the cap screwed in and the reporter denied trauma and moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1, date of submission 05/01/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2014with the following findings: the black box recorded unexplained power reset events. The battery compartment was observed to be cracked from the threads to the case seal. The battery cap threads were observed to be stripped and the battery cap was unusable. A test cap was used to complete the investigation. The pump was opened and removed from the case and no further defects were found and no moisture in the pump was observed.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.